Event description:
The customer reported that the battery was deformed. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was deformed. There was no report of patient involvement. The failure was further clarified that the device failed to power up on battery power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.